Event description:
It was reported that the pt had bilateral lead replacement. The pt reported to his physician that stimulation was not working. There were no previous printouts of programming sessions or impedance or programming info. No further info was requested at this time.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.